Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power/no power (moisture ingress) issue; moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: device evaluation: the device has been returned and evaluated by product analysis on 04/30/2015 with the following findings: review of the black box data revealed consecutive power on reset events on (B)(6) 2015. On examination, the compartment was noted to be cracked under the keypad toward the case seal. There was visible moisture corrosion on the display screen inside the pump. On investigation, the battery cap was able to be properly secured to the pump for testing. A leak test revealed a moisture leak at the battery compartment crack. Investigation duplicated the alleged moisture ingress. The pump powered on with functional auditory and vibratory features; however, the display screen remained blank. The allegation of a power issue was not able to be fully investigation due to the blank display screen. The pump was opened for investigation and revealed further moisture corrosion present in the pump¿s interior component effecting the display screen, the force sensor circuit and the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.